Manufacturer narrative:
While it is unk if the lynal used in this case caused or contributed to the pt's symptoms, it is possible considering that swelling was reported in this case and because allergic reactions to dental materials are know and reported, with medical consequences being response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that within minutes of contact with a denture relined with lynal, the pt experienced swelling and a burn "like a bleach burn" on the inside of the lips and at the extraction site. There is no indication that intervention was required.